Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. However, the potential lots are past the expiration date, but it cannot be confirmed if those lots are the same as the ones the customer had the complaint with. Coated catheters come with a 2-year expiration date that is printed on the lidstock of the kit provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The IFU provided with this kit warns the user about using chlorhexidine-containing compounds and that "if adverse reactions occur after catheter placement, remove catheter immediately." Other remarks: corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Patient had two mitral valve replacements in the past, likely had a lot of chg exposure in the past. The patient did not have a documented chg allergy , but it was made aware to providers after patient was resuscitated that the patient had a rash after a cardiac procedure last month. The event occurred in the or about 3 minutes after the chg line was placed. Patient did not respond to epi during the code, providers had to perform CPR. Providers initially suspected a pneumothorax, but there was no improvement when a chest tube was placed. Providers performed an over the wire exchange with a non-coated catheter and patient improved. Tryptase level was 81.